Event description:
Ultratine forehead implant broke prior to or upon insertion into pt.

Manufacturer narrative:
After a recent FDA inspection, micro aire modified out MDR reporting criteria and have determined this should have been reported.